Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the erbe generator (a 3rd-party manufacturer product) involved with this complaint and completed investigations. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. During testing on the system, error logs b-10 and b-19 were generated. The errors caused the unit to stop working while a vessel sealer instrument was installed. However, the system error 32009 was not replicated during the evaluation of the unit. The unit was to be returned to the original equipment manufacturer (OEM) for repair. Based on the current information provided, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, a vessel sealer instrument allegedly failed to seal a vessel which led to bleeding. In order to control the bleeding, the case was converted to open surgery. However, at this time, the root cause of the customer reported issue cannot be determined since the vessel sealer instrument has not been returned to isi for evaluation.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the intra-operative complication sustained by the patient. However, it appears as though the customer reported sealing issue can be attributed to user-error since the issue was resolved after a cable between the vsc and esu was reseated by the csa. Also, the vessel sealer instrument user manual states the following warning: "warning: do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes." As indicated by the csa, the surgeon performed a cut function although no tissue effect was reportedly seen during a sealing cycle with the vessel sealer instrument. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. The system logs show that a system error 32005 was generated while the surgeon was attempting to use both vessel sealer instruments during the surgical procedure. A system error 32005 is generated when the system detects a vessel sealer disconnect event which includes the vessel sealer to instrument control box (icb) and video io (vio) generator to core. As of the date of this report, the system logs reveal that the site has performed 2 subsequent da vinci-assisted surgical procedures with vessel sealer instruments. The site has not reported any subsequent complaints involving vessel sealers instruments to isi. On 11/20/2018, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue where the vessel instrument did not work. The fse was unable to reproduce the alleged instrument issue. The fse tested the system and verified that it was ready for use. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a vessel sealer instrument allegedly failed to seal a vessel which led to bleeding. In order to control the bleeding, the case was converted to open surgery. However, at this time, the root cause of the customer reported issue cannot be determined.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a vessel sealer instrument allegedly did not work. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after the surgeon had already decided to convert the surgical procedure to open surgery. An isi tse viewed the site¿s system¿s logs and noted that there was an error pointing to a connection issue between the personality module energy device (pmed) and the erbe electrosurgical unit (esu). An isi tse had the customer reseat the pmed energy cable. On 11/16/2018, isi contacted the isi clinical sales associate (csa) and the following additional information regarding the reported event was obtained: immediately after installing and completing initialization of a vessel sealer instrument, the surgeon began mesentery dissection. The surgeon used the vessel sealer instrument on a mesenteric vessel. According to the robotics coordinator, both the ¿sealing in process¿ and ¿sealing completed¿ tones were generated by the system with no tissue effect observed. Although no tissue effect was observed, the surgeon proceeded to cut the tissue with the vessel sealer instrument. After performing the cut function, a small amount of bleeding was identified. The surgeon installed a second vessel sealer instrument and restarted the esu. The surgeon continued to see no tissue effect with the second vessel sealer instrument. Per the csr, the surgeon controlled the bleeding with a fenestrated bipolar forceps instrument. The robotics coordinator estimated that approximately 10 ml of blood was lost as a result of the incident. On 11/16/2018, isi also contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator indicated that a laparoscopic grasper instrument was used to stop oozing of blood and that the surgeon opened the patient to continue. The robotics coordinator was not sure how the surgeon stopped the bleeding but believed that the surgeon either cauterized the vessel or clipped it after converting the procedure to open surgery. While completing the procedure via open surgery, the robotics coordinator noted that the csa had reseated a cable on the vision side cart (vsc) and esu. After reseating the cable, normal functionality of the vessel sealer instruments was confirmed by the csa while testing the instruments on wet gauze. The robotics coordinator confirmed that the open surgery was completed without further complications. The robotics coordinator also indicated that the patient is in normal recovery and in good condition.